Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the physician used the wrong valve and when he attempted to remove the valve the insulation below the pin of the left ventricular lead was cut. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.